Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022 - (B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. Case: (B)(4)¿ hop : 09 27 08:30pm est 05:30pm pst- libsurg - users are unable to perform transactions. A review of the device history record for sn 15054428 was performed from the date of manufacture, 24-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was part of a controlled purge monitoring case and the database was large, causing the application to not be responsive. A technical support specialist checked the attached ka for missing indexes and readded them. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was frozen and not able to be used. The libsurg station where users were sometimes unable to login or remove any medications for the patients or perform any functions. There were no adverse events or injuries reported based on this incident.